Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device failed to lock and was never used on patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the jaws will close however will not lock, they immediately open right back up. I have sent the device in for inspection. The analysis found that one ple60a device was returned with no cartridge reload present. After further analysis, it was noted the device clamping mechanism was noted to be damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the distal spring clamp release was noted to be out of position thus, the release button remains forward and it did not engaged with the clamp arm. This condition caused the device won¿t lock in the closed position. No further functional testing could be performed due to the condition of the device. However, the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. Although no conclusion could be reached on what may have caused the found condition of the spring clamp release to be out of its intended position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.